Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited 680 ams episodes since the patient's last visit. The device was oversensing baseline signals. The atrial sensitivity was decreased and the patient would be monitored.